Event description:
Pt on ECMO using a centrimag console had a "motor failure s3" system alert and needed to be switched to backup console and motor. At 2200 I was paged by ICU nurse that there was an issue with the ECMO centrimag-motor that required by immediate attention. Nurse advised that the pt pressures dropped after pump speed lowered to 3400. When I got to the unit, the monitor showed dashed lines where the pump speed should be, an "s3 error motor failure" message and alarms that could not be silenced. I immediately switched to the backup console and the pt pressures normalized. I brought a new backup console and motor up to the ICU unit and brought down the malfunctioning motor and console down to our office for further evaluation.